Event description:
It was reported that it was observed that material of the reported device has come loose.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding missing overmold material involving a headed pin impactor/extractor was reported. The event was confirmed. A material analysis report concluded that ¿nothing could be learned about the cause of the missing overmold from examination of the small amounts of overmold material left in the holes of the arm.¿ medical records evaluation not performed because no patient information, patient involvement, or adverse consequences were reported. Device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The device has been in service for 7 years and it is believed the green santoprene overmold handles of triathlon instruments degrades over time, causing the reported failure mode. Based on the condition of the returned product, it cannot be determined whether or not the device had any manufacturing defects.

Event description:
It was reported that it was observed that material of the reported device has come loose.